Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v556156, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v556156, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was seen by their health care professional 4 days prior to report and the electrode impedances were checked. It was stated the left side impedances were all ok but the right side at 0.7v stated a short circuit between 8 and 10. It was noted they did not have the exact value. It was noted it was unknown if the patient had any falls or trauma. It was stated the therapy impedance in (B)(6) 2013 was 1090 with a current of 5.093 ma and 4 days prior to report the therapy impedance was 569 with a current of 5.093 ma. It was noted there were no programming changes between the impedance readings. It was stated the patient was confused and did not know what was going on when they were seen 4 days prior to report. It was noted the manufacturer representative was ¿afraid of tissue damage¿ so they turned the device off. It was noted a magnetic resonance image (MRI) would be ordered to check for any bleeding or tissue damage around the electrode contact. It was noted the health care professional was concerned about the increase in current when they checked the therapy impedances. It was noted there was a therapy impedance of 35 on contacts 8-10. It was noted the therapy hadn¿t worked as well prior to four days ago when they had turned it off. It was stated 6 days prior to report the patient was fine when they went to bed and when they woke up the next morning their ¿head was to the side and they were dystonic, similar to how they were before the implant.¿ it was noted the device showed it was on at that time. It was noted the patient had a couple of falls but it had been over a month prior to report. Additional information received reported there was no lead fracture. It was stated the issue was resolved with programming around the contact with low impedance.